Event description:
Handpiece continued turning after trigger was released . Case type: tha did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes very slowly.

Manufacturer narrative:
Reported event: it was reported that handpiece continued turning after trigger was released. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0a3c and 23 devices were accepted into final stock on 9/16/2017. A review of qt17-09-0021 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4)., prodex lot k0a3c shows 02 additional complaints related to the failure in this investigation. The related complaints are pr (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handpiece continued turning after trigger was released. Case type: tha. Did the handpiece continue to run while outside of the haptic boundary? Yes/no. As per the mps: yes, very slowly.